Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 20-24x3.0-3.5mm, eccentric, de novo target lesion was located in the moderately calcified proximal to distal right coronary artery. The lesion contained a > 45 and <90 degree bend. Following predilation using a 2.0x15 maverick 2 balloon catheter, a 3.00x24mm synergy¿ drug-eluting stent was advanced but difficulties inserting through the lesion was encountered. The device was then removed and it was noticed that the proximal portion of the stent struts were deformed. The procedure was completed with the implantation of 3.0x20, 3.0x24, and 3.5x24mm synergy stents followed by post dilation using 3.0x15 and 3.5x15 nc emerge balloon catheters. No patient complications were reported and the patient's status was stable.